Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 70-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) and aortic valve repair/replacement. After 8 days on support, the device was successfully weaned. Post-removal, the patient became hypotensive, leading to cardiac arrest requiring cardiopulmonary resuscitation (CPR). The patient was intubated and a transesophageal echocardiogram (tee) showed a cardiac tamponade. The sternum was re-opened and cardiac massage was performed. Large amounts of old clot and new blood were removed over the heart. Sutures used at the base of the graft suture line to fix the bleeding. Hemostasis and closure of the wound performed. The physician stated pulling hard on the graft when stapling. The physician also noted that the patient's kidney's stopped working. The post-procedure outcome is survived at explant. The impella functioned at p-3 at 2.5l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. Cardiac injury is also listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pdi/thrombosis/hypotension/major bleed/cardiac tamponade: the cause of the injury was not determined due to insufficient clinical details.